Event description:
There was a report of an occurrence of a bond detachment at the heat exchanger of a fluid warming infusion set. No pt injury or adverse event reported.

Manufacturer narrative:
Eval summary: sample was returned for eval. Visual examination of the part revealed the end cap / aluminum tube joint was insufficient. This did result in the heat exchanger bond failure.